Event description:
The customer initially called for assistance priming the insulin pump. The customer then stated she was connected to the insulin pump while priming and may have delivered 100 units of insulin into her body. The customer was then hospitalized for low blood glucose due to the incident. No blood glucose readings were reported. The customer was contacted after the hospitalization and her blood glucose was 134 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.